Manufacturer narrative:
(B)(4). Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The keypad connector was inspected and fully locked on lcd board. Pump passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. Pump communicated properly with test guardian link transmitter.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose levels were 249 mg/dl at the time of incident and current blood glucose level is 69 mg/dl. The customer treated for low blood glucose with insulin glucose tablets. Other blood glucose values such as 232 mg/dl, in a range of 82 mg/dl to 181 mg/dl, 140 mg/dl. Customer declined troubleshooting for high and low blood glucose level. Cannula was bent of sensor. The customer received the change sensor alert after calibration not accepted alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.